Event description:
Additional information has been received and it states that the patient¿s uncorrected postoperative visual acuity is 1.2, the condition was not serious and there was no problem at this time. Doctor stated that the causal relationship with device was unknown because at which point during the iol insertion the posterior capsular rupture occurred.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) only received, loose wrapped in a surgical gauze. Solution is dried on the iol. A fracture was observed on the optic. There are hairs and particulate on the iol. Both haptics are intact. Additional information of the complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The root cause for the reported complaint could not be determined; the reporter states the use of a non-qualified viscoelastic. The use of an unqualified combination may cause damage to iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implantation surgery, after implanting the lens, it was displaced and they have fixed at 90 degrees due to rupture of the sac, the doctor said he didn't know what caused the capsule to rupture. It may have been touched by the haptic or the tip of the cartridge. Furthermore, the patient had poor postoperative vision due to increased astigmatism. So, the lens was explanted and they have implanted the non company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).